Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement and stent damage occurred. The 95% stenosed lesion being treated was located in the severely calcified, moderately tortuous, proximal saphenous vein graft of the right coronary artery. The physician predilated the target lesion with a 4.5 nc quantum apex balloon catheter then advanced the 4.50x28mm veriflex stent delivery system (sds). However, the sds was unable to cross the lesion. It was noted that the stent was pushed back onto the sds and the stent struts were flared. The device was successfully removed. The physician attempted to place a non-bsc device but was unable to. Only angiography was preformed and the procedure was ended. No patient complications were reported and the patient's status is okay.